Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was noted that the o-ring on the nozzle unit in the air gas module had become dislodged from its seating. The o-ring was reseated and the ventilator then passed pre-use check and delivered set o2 concentration correctly during 3 days of observation. Ventilator logs confirm the reported event of generated alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event date. The root cause of the reported alarms is most likely the dislodged o-ring on the nozzle unit. How the o-ring has become dislodged has not been determined.

Event description:
Manufacturer's ref #: 240582.

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref: (B)(4).